Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient changed their program to 4 on (B)(6) 2017 and went 9 days without catheterizing, patient stated since (B)(6) 2017 patient has had to catheterize himself. Patient tried to increase stimulation on program 4 but the patient still had to catheterize. Patient stated that the other programs had not seemed to work for the patient. Patient was redirected to their healthcare professional (hcp) about reprogramming. No further complications or symptoms were reported/anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had an appointment with their healthcare provider on (B)(6) 2017, and the unit was reprogrammed to resolve their need to catheterize. No further patient complications are anticipated or expected as a result of this event.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a recurrence of symptoms and they were unable to void. Patient stated they had to catheterize. Patient stated they had increased stimulation 4x from 1.8v to 3.1v on program 3, but did not feel stimulation. Programmer showed the stimulation was on. Patient increased stimulation to 3.6v, which was strong, but comfortable. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that increasing amplitude resolved the patient¿s inability to void. No further complications were reported/anticipated.